Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a husband calling on behalf of his wife who in the hospital with osteomyelitis of the jaw. A powerglide pro midline catheter 318108pt was placed and he states his wife had an allergic reaction. When asked what type of reaction did she have he stated "it negated the effects of the antibiotic". I asked if there was any swelling, inflammation or drainage, any other signs of allergic reaction. He stated there was some swelling and inflammation and she still has some drainage. No other information was provided.